Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings:a review of the pump¿s history showed two no cartridge detected alarms. A visual inspection of the pump showed a cracked battery compartment. During testing, the pump was able to rewind, load, and prime successfully. The force sensor calibration was found to be below specifications. The pump cover was opened and evidence of corrosion was found on the force sensor and the resistance was found to be above specifications.